Event description:
The customer contact reported that during preventive maintenance testing at the user facility, air was reported distal to the pump with no pump alarm. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device was not returned to hospital for testing and investigation; therefore, attribution of the issue to the device could not be determined. The customer contact reported the issue with the device was corrected at the user facility; however, no specific details were provided on how the issue was corrected. This report represents all the info known by the reporter upon query by hospira personnel.